Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. However, the company service representative reviewed the saved images of the procedures and confirmed that the optical coherence topography (oct) capsule control points were not placed properly. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to customer use, unrelated to device functionality. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a posterior capsular rupture during a laser assisted cataract surgery. Additional information received states that no vitrectomy was required and a three piece intraocular lens was used to complete the procedure.